Event description:
On (B)(6) 2015, the reporter contacted animas alleging a pump issue. No further information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2015-product analysis:the device was returned and evaluated by product analysis on 03/14/2015 with the following findings:the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or issues. No damage or defect was found to the pump¿s exterior. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.